Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. Customer was using insulin that has not been tested for use with the tandem pump. The customer¿s blood glucose level was not impacted.